Manufacturer narrative:
Batch review performed on 13 october 2022: lot 1901896: (B)(4) items manufactured and released on 07-jun-2019. Expiration date: 2024-may-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 13 october 2022: gmk-sphere 02.12.0511fr tibial insert fixed sphere flex #5/11 mm r (k140826) lot 187988: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 years after the primary surgery, the surgeon performed a washout and revised the insert and femur. The surgery was completed successfully.